Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 28 may 2024 it was reported by hamilton medical inc, that on 23 may 2024, a hamilton t1 ventilator (sn (B)(6)) failed to turn-on. The display or the device remains dark and it shows no visual or audible alarm. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: -defective esm. -defective driver board. -defective control board. -defective front panel board. The following correction can be considered accordingly: - ensure cable connections between driver board and control board are properly connected. - ensure ffc between control board and front panel board is properly connected and in good condition. - check voltages at voltage test point p5 on control board. - replace defective component. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 28 may 2024. It was reported, by hamilton medical inc. That on 23 may 2024, a hamilton t1 ventilator (sn (B)(6)) failed to turn-on. The display or the device remains dark. And it shows no visual or audible alarm. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: defective esm, defective driver board, defective control board, defective front panel board the following correction can be considered accordingly: ensure cable connections between driver board and control board are properly connected. Ensure ffc between control board and front panel board is properly connected and in good condition. Check voltages at voltage test point p5 on control board. Replace defective component. According to the available information, there is no indication, that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.